Event description:
It was reported that the implanted l3 drg lead. Migrated post a fall which was confirmed on x ray. As a result, a surgical intervention was undertaken on (B)(6) 2019 to implant a new lead. Therapy was resumed post-operatively.